Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen was unresponsive. Customer cannot interact with pump. The customer's blood glucose (bg) was 130 mg/dl. The customer would continue use of manual injections for insulin therapy.